Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime or compromised forced sensor system test due to faulty fsr (gold). Unable to perform occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed.

Event description:
The customer reported that there was site issue. The customer's blood glucose was unknown. Blood went into the line. The customer was calling because she had a issue with her infusion set. Customer states site was not actively bleeding at time of the call. The customer was advised to change the infusion set and to monitor the issue. The insulin pump will not be returned for analysis.